Event description:
Reporter indicated a vns therapy presented with an "increase in seizure length and frequency and increased fatigue." The relationship of the seizures to the pt's pre-vns baseline is unk. The vns therapy system had "helped decrease seizures about 75% and improved energy." The physician was unable to interrogate the vns at the most recent visit and said the generator has reached its normal end of service. Good faith attempts to additional info have been unsuccessful to date.